Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not alarming for the telemetry system, they are able to see a visual alarm on the cns but no audible alarm or light on the cns. The biomedical engineer reported that the tele pack will alarm as normal but not at the cns. No patient harm reported. More information received from the biomedical engineer stated they discovered the audio cable was disconnected from the cns tower and when it was reconnected, the sound was working again, stated that they are able to move the table up and down that the tower is on and in doing this, the audio cable got unplugged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. (B)(4)

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) is not alarming for the telemetry system, they are able to see a visual alarm on the cns but no audible alarm or light on the cns. The biomedical engineer reported that the tele pack will alarm as normal but not at the cns. No patient harm reported.